Manufacturer narrative:
An investigation into a false negative event while using the vidas® rub igg was performed. The customer did not return the patient sample; therefore, no testing could be performed to confirm the customer's result. Five (5) quality control samples, 1 negative and four (4) positive, were run on retain samples from the lot in question as well as another lot. All samples were found to be within specification. A review of the batch production record revealed no related abnormalities. Additionally, a complaint review was performed and this lot does not show an adverse quality trend. Based on the results of the investigation, the complaint could not be confirmed and the product is operating within specifications.

Event description:
A customer notified biomerieux that they had a discrepant result when using the vidas® 2 rub igg. A patient sample was run using the vidas® rub igg test kit. The result was 5 iu/ml, which is negative (cutoff is 10 iu/ml). A month later a second sample from the same patient was run and found to have a positive titer level of 23 iu/ml. The original patient sample was retested using a different lot and found to have a positive titer of 22iu/ml). The discrepant result was not communicated to the physician; when specifically asked, the customer indicated there was no impact to the patient.